Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reporting a hospitalization due to low blood glucose. Customer stated that she is on manual injections, not using the insulin pump at this time. When priming the insulin pump, the insulin kept coming out. The reservoir was emptied. Customer did not have time to troubleshoot the insulin pump. Nothing further reported.